Event description:
Auto accident on 8/26/90 pedicle screws and rods put in 3/5/91. Short period of relief. Pain in low back, down right leg. Right became very weak. Went through pain blocks of low back. Not much help. On 2/28/95 muscle spasms in low back still very bad. Right leg very weak and lots of pain. Has had 2 years of pt.